Event description:
The pt reported communication problems between the implant and the external equipment shortly after suffering a fall. An advanced bionics representative performed device evaluation. The issue was not confirmed. The surgeon has decided to implant the pt with a new advanced bionics spinal cord stimulator.